Event description:
On (B)(6) 2017 and (B)(6) 2017, pt attempted to attach syringe to diluent and it didn't seal correctly, when pt attempted to add diluent, it spilled out. Pt stated had to waste 3. Replacement product.